Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the collateral ligament reconstruction, the tip of the screw broke off during insertion. The broken piece was retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-4030c-10, interference teno bio screw, batch 15460625, was received for investigation. Visual evaluation revealed a fractured distal end. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user-related factors such as off-axis insertion, prying, and leveraging the device with excessive force. The complaint allegation is confirmed. Refer to the investigation photos.